Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 487mg/dl. Customer was reporting the high blood glucose as a past event and wanted inquire about an old insulin pump. The customer treated with insulin pump and changed set which resolved high blood glucose. Customer's blood glucose value was unknown at the time of the call. Customer declined to troubleshoot for high readings. Customer was assisted with self-test and the old insulin pump passed. The product will not be returned for analysis.